Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated an echocardiogram and plane computerized tomography (CT) were performed on the date of the event, and were normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, vein isolation could not be completed due to pain. Additionally, the patient exhibited hypotension and atropine was given with resolve. The case was completed with cryo. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the chest pain was within a normal range. However, the patient was sensitive. The relatedness of the chest pain to the system is unknown.